Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the low blood glucose alarm failing to trigger. The customer experienced symptoms of hypoglycemia and subsequently lost consciousness. The customer had contact with healthcare provider and received IV glucose drip for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection was performed, and no issues were observed. The returned reader was activated with a known good sensor. Linearity testing was performed and all results were within specification. The signal loss alarm/message was tested and the alarm successfully sounded. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the sensor is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from(B)(4). Section h4 (device manufactured date) has been updated based on returned product download.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the low blood glucose alarm failing to trigger. The customer experienced symptoms of hypoglycemia and subsequently lost consciousness. The customer had contact with healthcare provider and received IV glucose drip for treatment. There was no report of death or permanent injury associated with this event.